Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the electrocardiogram (ECG) input was very noisy and that the radio frequency (rf) header input had intermittent trouble with telemetry (even with multiple programmer heads tried). The link electronic module (lem) board was replaced and calibrated due to the loose rf and ECG connectors. Analysis also found that the keyboard was broken and the system fan was noisy, both were replaced. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer showed a lot of "noise" on the electrocardiogram (EKG) plug and "issues" with the radiofrequency (rf) head connector. Additional information obtained through follow up with the company representative indicated that multiple rf heads were tried, and sometimes the cord pin would have to be "jiggled" to get telemetry with a device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 rf head product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer showed a lot of "noise" on the electrocardiogram (EKG) plug and issues with the radiofrequency (rf) head connector. Additional information obtained through follow up with the company representative indicated that multiple rf heads were tried, and sometimes the cord pin would have to be "jiggled" to get telemetry with a device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.